Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There was an additional sensor reported (s/n: unknown) and it has been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the use of the adc device. The customer received a low reading of 53 mg/dl on the adc device compared to a reading of 86 mg/dl obtained on an unspecified blood glucose monitor. It is unknown whether the customer noted a trend arrow on the device. In addition, a low glucose reading issue was reported with a separate adc device. The customer received an unspecified low reading on the adc device that was "30+%" lower than an unspecified reading obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. There was no report of adverse event or third-party intervention required due to the reported product issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.